Event description:
Foley catheter was found disconnected from y portion of tubing; catheter was completely severed. Unable to recatheterice pt. Therefore a cysturethroscopy was preformed under general anesthesia for urethral catheter placement.